Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported of low battery alert from the insulin pump. The customer's current blood glucose was 18.3 mmol/l. The customer stated that he has to change the battery in the pump 3 days after he placed a new battery. The customer reported no power detected alert in the alarm history. The customer stated that the pump does not detect new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detailed trace analysis has confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v due to connector resistance at the j6 printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior; after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the pump was monitored and functioned properly. No unexpected powering or shutting off noted during our testing. The insulin pump had scratched case, pillowing keypad overlay, and minor scratched lcd window.